Manufacturer narrative:
The reported event of contamination of device ingredient or reagent could not be confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header related to the field concern. Analysis of the device image indicated device was within normal range of operation. Analysis performed, including sensitivity test and crosstalk test found no anomaly contributing to reported event of noise. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
During a lead revision procedure, blood was observed in the header of the device. The device was explanted and replaced to resolve event. The patient was stable.